Manufacturer narrative:
MDR (B)(4) was filed on (B)(6) 2019. Additional information (13-mar-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated tacrolimus (tac) result. Hsc evaluated the information provided and the instrument data files. No issues with quality control, calibration or instrument photometer were reported when the discrepant result occurred. No product nonconformance was identified. The cause of this event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely elevated tacrolimus (tac) patient result obtained on the dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant elevated tacrolimus (tac) result was obtained on a patient sample on a dimension exl instrument. The result was reported to the physician(s) and questioned. The same sample was reprocessed two days later and a lower result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated tac result.